Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when half of the stent entered the microcatheter further delivery became difficult. The physician adjusted the delivery wire and found the subject stent to be deployed within the proximal end of microcatheter. The subject device was replaced along with the microcatheter, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.